Manufacturer narrative:
During surgical intervention, the lead was successfully repositioned. The lead remains implanted and in service without further reported complications. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead dislodged. No adverse patient effects reported.